Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and evaluated by olympus. All tests passed and all outputs were within specification once the generator board was replaced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the e433 could be a result of the following: the user activates the foot switch while the generator is booting, faulty foot switch, defective cable connection between hvps board and generator board, defective hvps board, defective generator board, or defective motherboard. Ultimately, it was identified that the generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in (B)(6) 2020. The subject device manufactured prior to that change (see h4). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (oms) was informed by the customer that the high frequency electro-surgical generator unit presented error e433 when the user attempted to coagulate during the middle of a bipolar transurethral resection of the prostate procedure for a patient with benign prostatic hyperplasia. The technician used a new "handle" and turned the equipment on and off, however, the unit restarted. The switched to monopolar with no complications. No patient injury or harm was reported to olympus. A field technician changed the high-voltage generator board with a test generator board and the device passed functional testing. The unit will be returned for service/repair.